Event description:
According to the reporter, during catheterization process of the patient in the emergency department of the hospital, the extension tube (venous end-silica gel) of the dialysis catheter was ruptured (has a hole) and blood leakage was found in it. Tego was utilized. There was no luer adapter issue. Citric acid disinfectant was the cleaning agent used on the device. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. Flushing was performed using a normal saline and this was done with normal result. Normal saline, iodophor and cotton pad were the cleaning agents used to clean the adapters. No other products were being utilized with the device. It was stated that the patient's surgeon found that blood leaked out and the catheter could not be used. A new catheter was placed for another surgery. Two sets of catheters were charged. The patient underwent two surgeries. Therefore, the patient made a request and asked the hospital to compensate for comfort. The pipe was change to resolve the issue. Procedure was completed. There was a blood loss of about 10ml and blood transfusion was not needed. There was no intervention/treatment required as a result of the leakage. It was mentioned that the patient had no life-threatening risks. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: a1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that there was a hole on the extension tube. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: g1 (manufacturer name, MFR contact first name, last name, email, phone number) additional information: g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.